Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient experienced ineffective stimulation due to a fractured l1 lead. The fracture was confirmed with x-ray imaging. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which the l1 lead was explanted and replaced to address the issue.